Event description:
Edwards received notification from france that this valve model 7300tfx31 implanted in mitral position was explanted after an implant duration of 5 years and 7 months due to calcific degeneration leading to leaflet immobility and severe stenosis. The patient presented with cardiac decompensation prior to the intervention. A mechanical valve was implanted in replacement. The patient was discharged after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was received for evaluation. As per product evaluation, customer report of calcification, leaflet immobility and stenosis was confirmed. X-ray demonstrated wireform intact. Heavy calcification was observed on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Multiple suture threads remained attached to the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease.